Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive escape and act buttons due to corroded keypad traces. No partial display anomaly or button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 350 mg/dl. The insulin pump will be replaced. Nothing further reported.